Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's hip was revised after complaint of pain. X-rays showed that the ceramic head and shattered and migrated out of the acetabular liner. Intra-operatively, damage was also noted to the inside of the liner. A 28 poly liner and 28+4 ceramic head were revised to a 32 poly liner and a v40 metal head. Update: "the implant was revised to a v40 to ctaper sleeve with a 32mm ctaper ceramic head and a series 2 32mm 10degree liner."